Event description:
Same case as 2134265-2015-04123 and 2134265-2015-04124. It was reported that automatic pullback failure has occurred. An ilab imaging system was selected in conjunction with an unknown catheter and an unknown sled to treat an unknown target lesion. During the procedure, pullback was performed on the 1st run, however automatic pullback failure had occurred. On the 2nd run the motor drive unit 5 plus started then stopped doing pullback. The procedure was finished manually. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).